Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient "have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages for which they are entitled to compensatory and equitable damages and declaratory relief in an amount to be proven at trial." Approximately two years later, an allegation from a second attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.